Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Cont e1 phone number: (B)(6).

Event description:
Healthcare professional reported right side rupture diagnosed per CT scan. Device has been explanted.